Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the field service technician on the v60 indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The field service technician performed preventive maintenance (pm) on the device, discovered that there was a misalignment in the touch position, and found that the touchscreen needed to be replaced for repair; however, the customer ultimately requested to not have the touchscreen replaced. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.